Event description:
The recipient is reportedly experiencing open circuits and non-auditory sensations with device use. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed an electrode wire was loose inside its associated contact pad. In addition, un-vaporized parylene was found within the contact pads at some electrodes. The reported complaints of non-auditory related issues with stimulation of some electrodes and open electrodes could only be partially confirmed during this analysis. Device testing and scanning electron microscopy analysis confirmed a voltage anomaly at an electrode which is believed to be due to a loose wire inside an electrode contact pad. In addition, un-vaporized parylene wire coating was found on some electrodes. Although no electrode opens were electrically verified at these locations with the exception of an electrode, the un-vaporized parylene could have caused an open contact while implanted in the recipient's cochlea. A CAPA was implemented. This is the final report.